Event description:
During a follow-up in clinic, the device was unable to be interrogated and during the interrogation attempt an error message appeared. The interrogation issue is suspected to be due a corrupted episode which resulted in a software crash. Technical support was contacted and the device software was reinstalled successfully. The patient was stable.